Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging that she was unable to perform a control test on her onetouch verio sync meter due to it displaying the last result. The patient claimed the alleged issue began at approximately 7am on the same day she contacted lfs for assistance. The patient reportedly manages her diabetes with an unknown type/dose of oral medications and she denied taking any action regarding her usual diabetes management routine in response to the alleged issue. She claimed that approximately 30 minutes after the issue began, she developed symptoms ¿shakiness and irritation¿ and self-treated with food/drink at approximately 7:55am that same day. No other device was used for testing. At the time of troubleshooting, the cca noted that patient was turning the meter on and saw her previous blood test result, but when she put the test strip in, she did not get the blinking blood drop; the screen just stayed on the last result. The issue was not resolved with troubleshooting and replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to perform a control test due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (02/20/2015). The patient¿s meter has been returned on 9/16/2014 and evaluated by lifescan product analysis on 2/9/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.